Event description:
It was reported that before an unk procedure, a package with stain on the seal area was found during jjkk japan labeling process. These stain seemed to ink.

Manufacturer narrative:
(B)(4). Eval summary: upon visual inspection of the returned product, each package was numbered 1-6. Packages 2-6 were fine with no issues. Package 1 had visible foreign matter in the seal area of the package. The stain appears to be printing ink. The package seal integrity was tested with methlyn blue. The blue dye flowed through the contaminated area confirming that seal void was present. The reason the printing ink was present on the package seal is unk and under investigation. Complaint has been escalated to the franchise CAPA council.